Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Report number 1221359-2022-01557.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two tests performed on various dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay for performed on (B)(6) 2022 on a nasal swab. Confirmation testing was performed via pcr (platform: (B)(6)) and generated negative results. The customer stated the patient was asymptomatic. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
This supplemental is being reported to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061310 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1061310, test base part number 190-430 / lot 1061310. The lot met the required release specifications. A review of the complaints reported as false positive results related to kit lot 1061310 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.